Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An x-ray identified migration of both leads. Reprogramming was performed but the therapy could not be restored. A revision procedure was performed and the leads were replaced.

Manufacturer narrative:
The lead was not returned to saluda for analysis. X-rays identifying lead migration were not provided to saluda for review. The root cause of the lead migration could not be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result.¿ second lead information: product description: evoke cap12 percutaneous lead kit - 60cm. Model # : 102878. Catalog#: 3008. Serial/lot #: (B)(6). Manufacture date: dec 9, 2024. Expiration date: dec 9, 2026.